Event description:
Customer called to report that she was hospitalized, due to high blood glucose levels and dka. Customer mentioned feeling very thristy, dizzy and was urinating frequently, prior to hospitalization. Troubleshooting was done. Pump passed all tests and appeared to be operating as designed.